Manufacturer narrative:
Exemption number e2019001. A visual and functional analysis were performed on the returned device. The reported difficulties were not confirmed as the stent was already deployed and remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product issue. The investigation determined that the reported difficulties were related to procedural circumstances. The difficulties encountered were the result of attempting to re-position the stent during deployment by pulling back the delivery system. As a result, the stent stretched and partially deployed into healthy tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a non-calcified, mildly tortuous common iliac artery that was 75% stenosed. During deployment of a 10x80mm absolute pro self-expanding stent, the delivery system was attempted to be pulled back a little to re-position the stent. However, the stent became stretched at 10cm as well as the cells of the stent implant. It was noted that the stent was implanted at the target lesion as well as in healthy tissue. A 7.0x40mm absolute pro stent was additionally deployed in the stretched stent to complete the procedure. There were no adverse patient sequela reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition periodna

Event description:
It was reported that the procedure was to treat a non-calcified, mildly tortuous common iliac artery that was 75% stenosed. During deployment of a 10x80mm absolute pro self-expanding stent, the delivery system was attempted to be pulled back a little to re-position the stent. However, the stent became stretched at 10cm as well as the cells of the stent implant. It was noted that the stent was implanted at the target lesion as well as in healthy tissue. A 7.0x40mm absolute pro stent was additionally deployed in the stretched stent to complete the procedure. There were no adverse patient sequela reported in the procedure. No additional information was provided.